Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2022 with zephyr valves, one sizing wing on the zephyr 4.0-j endobronchial delivery catheter (edc) fell off while sizing the apical segment of the right upper lobe. The sizing wing was recovered and removed from the body. The physician was able to successfully complete the procedure with a new catheter.